Event description:
The customer contacted baxter's technical service center regarding a reload the set (rls) 166 alarm, which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) informed the home patient (hp) that she would need to reload the cassette and the tsr asked the hp to close all the clamps. The hp said nope, they stated they knew what they did wrong. The hp stated that her red clamp line was not connected to the bag on the heater. The hp stated that she would swap the supply line and the heater line. The hp stated that she knew that would not be what baxter approved, but she would do it anyway. The tsr advised the hp to call back if she needed more assistance. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012, and she said that when she switched the lines that she had setup incorrectly everything worked fine for her. She had the supply line hooked up to the heater bag and the heater line hooked up to the supply bag. She said she knew that this was not proper aseptic technique and that baxter advised against it. She said she was a nurse and had plenty of experience doing things with proper sterile technique. The writer advised her to just start over with new supplies next time since it put her at risk for infection. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.